Event description:
It was reported that the patient presented with infection at the device pocket. The physician stated the infection was not related to abbotts' devices. The patient's implantable cardioverter defibrillator (ICD), the right atrial (ra) and the right ventricular (rv) leads were also noted to have eroded through the skin. The ICD and the ra and rv leads were explanted due to the infection. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.